Event description:
Per the clinic, the patient developed recurrent hematomas for approximately one month post-operatively. Drainage of hematomas was performed in the operating room on several occasions (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.